Event description:
Rash developed where abdominal binder was located. This facility has had ongoing issues with this device. Multiple patients have been involved over approximately 1 year. Patients who have had c-sections and those who have had vaginal deliveries have been affected. The facility does not know why this is occurring. Patients with and without known allergies have been affected. The facility has notified the manufacturer in the past and has returned product. The problem persists.